Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. Transesophageal echocardiography (tee) pre-imaging was performed, and maximum ostium was noted at 15 mm. A pulse field ablation (pfa) was performed successfully. A watchman access system (was) and pigtail catheter was inserted, and an angiogram was performed measuring 15 mm. A 20 mm watchman flx pro laa closure device & delivery system (wds) was inserted and was found to be under compressed in the appendage. It was exchanged for a 24 mm wds. A contrast angiogram was performed with the 24 mm closure device deployed and it was decided to bring the closure device more proximal in order to cover proximal pectinate on the limbus. The closure device was tugged and intracardiac echo (ice) measurements were taken and 17-22% compression was noted. Another angiogram was performed and most of the pectinate on the limbus side was covered. The closure device met position, anchor, size and seal (pass) criteria and was released. No device shift was noted, and the procedure was completed with no patient complications. The patient was discharged. On (B)(6) 2025, the patient had a routine 45-day follow up imaging and the physician noted the closure device was no longer in the laa or heart, and imaging showed the closure device in the aorta. The patient was asymptomatic. On (B)(6) 2025, the closure device was percutaneously removed from the patient and another closure device was successfully implanted.